Manufacturer narrative:
Atec investigational team spoke with both the surgeon and sales rep on 12/14/2020 who revealed this was their first time using this instrument. Additionally they indicated that the atec instrument failure did not cause the delay in the case. There were other circumstances which transpired. An evaluation of the returned 70mm blade found it experienced a failure of the left jaw component where it assembles with its hinge-pin. This failure mode is consistent with excessive loading of the cross-sectional area between the pin and the jaw. This excessive loading is brought on by over-tightening the blade during initial assembly of the blade to the screw shank component prior to insertion into the surgical site. The stress fracture is then propagated to a full break when the blade is subjected to normal forces during the procedure.

Manufacturer narrative:
The returned device is currently under investigation. A follow up report with results of the investigation will be submitted upon completion.

Event description:
One of the claws that attaches the blade to the screw broke off when attempting to connect the blade to the sigma retractor. The event caused over a 30 minute day in the case.